Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that the smart site extension set would not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model c25013e, lot number 20087322, was performed. The search showed that a total of (B)(4), units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the ext set hi-flow t-conn w/ll & 2ss could not be flushed. The following information was provided by the initial reporter: "smart site ext set would not flush (twice) pt had to be poked twice because nurse thought it was an infiltrated line."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ext set hi-flow t-conn w/ll & 2ss could not be flushed. The following information was provided by the initial reporter: "smart site ext set would not flush (twice) pt had to be poked twice because nurse thought it was an infiltrated line."